Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer's mother reported customer has had low blood glucose levels for over a week. Customer's blood glucose was 88 mg/dl. She treated with four glucose tablets. In troubleshooting, the drive support cap appeared normal. Customer last changed her infusion set three days ago. The bolus history showed an extra bolus delivery that customer did not want. Customer was advised to monitor the device and call back if the issue persists. Nothing further reported.